Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection was conducted on the sample and there were no damages or abnormalities identified. The sample was then primed, and a simulated infusion was conducted. The pump alarmed with a "air-in-line" error immediately after starting the infusion. The sample was then tested on a different pump to determine if the pump was the issue. The same failure was alarmed on the second pump. The infusion set was taken out and inspected for any air-in-line and there was no air-in-line identified in the infusion set. The sample was sent to manufacturing for additional testing. The sample was purged and primed and then tested again to determine if the air-in-line issue was repeatable. There was no air-in-line issue with the infusion set. The customer complaint of air-in-line was not verified. The air-in-line error was not replicated after the infusion set was purged, and therefore the issue was not with the infusion set. A root cause analysis was not conducted because the error was not due to the tubing. A device history record review for model 2420-0007 lot number 25055543 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection was conducted on the sample and there was no damages or abnormalities identified. The sample was then primed and a simulated infusion was conducted. The pump alarmed with a "air-in-line" error immediately after starting the infusion. The sample was then tested on a different pump to determine if the pump was the issue. The same failure was alarmed on the second pump. The infusion set was taken out and inspected for any air-in-line and there was no air-in-line identified in the infusion set. The customer complaint of air-in-line was confirmed. The sample was sent to manufacturing for additional testing. The sample was purged of any possible contamination and primed without any issues. The sample was then tested again to try and define a root cause for the air-in-line error. During the testing there was no error indicated during a 10 minute simulated infusion. The sample was also tested by applying pressure to the set and placing the set under water to identify any possible leakage or damage that may cause the alaris pumps to indicate an air-in-line error. There was no leakage or damage identified. The root cause for the air-in-line error could not be determined. A device history record review for model 2420-0007 lot number 25055543 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: IV tubing primed with fluid, placed in alaris pump and will not run, continues to alarm 'air in line'. Multiple pumps and channels tried and still alarming. New tubing primed and run through previous channel with no issue. Patient injury: no. Qty affected: 1 ea.